Event description:
It was reported during the lead revision procedure when the new lead was inserted into the device the egms were not clear and the noise was still present. Subsequently the physician decided to explant the pacemaker and a new pacemaker was successfully implanted. No additional patient adverse effects were reported. The device is not expected to return for analysis.